Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, pump had rebooted to the verify screen after it was dropped on the floor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of power reset on the day of the complaint. Investigation did not find any damages to the battery compartment or the battery cap. There was no evidence of moisture corrosion on either component. Battery cap contact measurements were within specifications. The battery cap was able to fully tighten and the pump powered up with no power loss. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump casing was opened and no evidence of moisture intrusion or loose components was found. The investigation was unable to duplicate the reported power issue. Unrelated to the power complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.